Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that the device continued to heat at maximum power in skin mode even though the skin temperature was good. Which led to a baby hyperventilating.

Manufacturer narrative:
It was reported to draeger that the i8000 plus incubator continued to heat at maximum power in skin mode even though the skin temperature was good. Additional information was requested, and the customer appears to be using the device correctly, using draeger skin probes, proper skin probe placement and monitoring the patient temperature. A dreager technician went onsite and evaluated the device. The draeger technician found no problems with device. However, he did mention that a grommet was missing on the left side of the hood. A missing grommet on the hood would cause an air leak and the heater too run at maximum power to maintain the incubator temperature. Root cause has been identified as an air leak due to a missing grommet. The device was tested and returned to use. No further issues have been reported.

Event description:
It was reported that the device continued to heat at maximum power in skin mode even though the skin temperature was good. Which led to a baby hyperventilating.